Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a box of mio sets and they did not like them because they were not working. The customer¿s blood glucose level was 554 mg/dl. The insulin pump will not be returned for analysis.